Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the barco switch to the rack was not operating properly. To resolve the issue, the technician rebooted the barco switch. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure the touch panel to their hexavue ip custom room rack would not start and experienced a switching error. No report of injury.